Event description:
It was reported that a system error 2240 (air in line/set) occurred during the initial drain on the homechoice (hc). The home patient was connected at the time of the event. The patient indicated that the clamps on the unused supply lines were left opened. The patient indicated they had also initiated therapy before they had connected to the patient line of the cassette. The technical service representative assisted the caregiver to clear the alarm and advised to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. The guide provides instructions for properly connecting to the homechoice when starting therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.